Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cause of the cylinder hole was not detailed by the hospital. The right cylinder and the pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder kink resistant tubing (krt) had a hole from fatigue. The cylinder krt had a leak due to fatigue. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to pump block; the tubing for one cylinder was returned attached to that cylinder. The pump passed the leakage test. The pump failed the activation test. Based on the information available and analysis results, the leak due to fatigue identified in the cylinder krt could have caused or contributed to the reported clinical observations of mechanical issue and cylinder - hole/perforation. In addition, the pump not passing the activation test during functional evaluation, could affect product performance.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cause of the cylinder hole was not detailed by the hospital. The right cylinder and the pump were removed and replaced. No patient complications were reported.